Event description:
Rn developed latex hypersensitivity after years of working nicu and using latex gloves. As a result of her allergy she is now disabled due to numerous adverse events including "occupational asthma" and anaphylaxis to airborne latex.